Manufacturer narrative:
The patient remained in a tachycardia rhythm. Subsequent shock attempts timed out at 45 seconds due to the activation of the hv fuse. The timeouts set code 1007, and declare end of life (eol)/battery depleted status. The last episode was recorded at 10:05 am and was ended due to the battery status triggering eol. Detection and unsuccessful shock attempts continued after eol was declared but are not stored in memory as episodes. A total of (B)(4) charge attempts timed out, the final one occurred (B)(6) 2016 at 10:25 am. There were no clear prior indications of a shorted shock lead condition. Engineers identified one remote monitoring alert for a low shock impedance measurement (5 ohms) in (B)(6) 2012, but it appears consistent with an emi induced low reading as there was no shift observed in daily measurements and there were seven therapy shocks delivered with shock lead impedances within a range of 40-47 ohms on (B)(6) 2013. There were stored untreated events from (B)(6) 2014. The events appear related to a possible medical procedure as there was noise on the pace/sense and shock channel from that time. All other shock lead diagnostic data was within normal/expected ranges prior to the shock that was attempted on (B)(6) 2016. There was some evidence of instability in the daily rv lead impedance measurements starting in (B)(6) 2015 (and continuing up until (B)(6) 2016); however, the deviations were high (but still within range), not low impedance measurements. Boston scientific's medical safety advisor spoke with the patient's physician. The physician commented that it might be possible that the patient had the onset of vf while on the bike, then became syncopal, and fell off the bike causing the lead to break. Then following that, the device attempted to deliver a shock, but shorted due to the damaged lead.

Event description:
Boston scientific received a call from a county coroner reporting that a (B)(6) year old patient passed away while riding a dirt bike. The patient was found on (B)(6) 2016 at 13:38 pm. The accident was unobserved. The patient's following physician was notified and ordered a device interrogation. Upon interrogation, alert codes 1004 (shock into a shorted system) and 1007 (charge time-out) were found. Multiple device attempts were made to charge the capacitors, but all were unsuccessful. The device battery eventually depleted. Radio-frequency telemetry was also not available. The device interrogation records were sent in to boston scientific for review. Limited data was available due to the device's depleted battery status. The data confirmed the shorted lead fault, which occurred at 10:00 am on (B)(6), followed by multiple instances of charge timeouts. The device was explanted by the coroner and returned to boston scientific for analysis. Data from the returned product was downloaded from the memory and reviewed by a boston scientific engineer. There were episodes of ventricular fibrillation (vf) on the date of death. The first episode was recorded at 09:59 am. The onset showed vf with a morphology shift. Therapy was diverted on the first attempt due to functional undersensing and beats falling below the therapy zone. The second therapy attempt was unsuccessful in delivering a therapy shock due to the presence of a shorted lead condition. The shorted lead condition activated the device's internal high voltage (hv) fuse and set the shorted lead fault (code 1004). An activated hv fuse prevents further hv charging thereby protecting other circuitry, including pacing and device memory, from damage from subsequent attempts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. No other irregularities were noted. Seal plugs were intact, seal ring marks indicated full lead insertion in all lead barrels, no other marks were noted on the device case, and the header was intact and solidly attached to the device case. Review of device memory noted that eol was set by charge time outs and that a shorted lead fault (code 1004) was recorded on (B)(6) 2016. This was followed by several charge time exceeded faults (fc1007) starting at 10:06am and ending at 10:26am on (B)(6) 2016. The charge time exceeded faults caused the device to declare eol. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse prevented the high voltage capacitors from charging which in turn caused the charge time outs and subsequent eol declaration.

Event description:
--